Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the pump cable near the exit site was confirmed via photographs provided by the account. The patient was seen for a routine follow-up appointment and reported cosmetic damage to the pump cable near the exit site, which was underneath patient-applied protective taping. The tape was removed from the pump cable and revealed an area of damage to the silastic sleeve, approximately 7cm in length, with exposed kevlar and bionate layers. The patient admitted to repeatedly rotating the driveline which was de-rotated within normal limits by the center. Impurities were also removed from the existing silastic sleeve layer of the pump cable and rescue taping was applied throughout the length of the pump cable damage. The patient was reeducated about safety manipulation of the driveline by the center. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU and patient handbook contain information on how to clean and care for the driveline. These documents instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears and to call their hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that, during a routine follow-up check up, the patient reported damaged pump cable close to exit site of percutaneous lead. The account removed temporary protection tape from the cable. The outer layer was reported to have been damaged along with a kevlar layer that was damaged in a few places with visible electrical leads. A derotation of the pump cable was performed, the impurities removed, and a new protective tape was applied to the full length of damage. The patient was re-educated about safe manipulation of the drive line cable. No further information was provided.